Event description:
It was reported the physician believed the device had a defective battery and was failing to output. There was evidence that the issue may have been loss of capture vs no output, as the ventricular output was programmed to 5.0 volts at .4 ms. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.